Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery (specific date not reported) due to recurrence of infection sometime in 2017 to 2018 (specific date not reported). The infection recurred again in 2019 which led to the patient to be hospitalized from (B)(6) 2019.

Manufacturer narrative:
This report is submitted on 24 february 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently the device was explanted on (B)(6) 2019. The patient was treated with IV antibiotics prior to explanting the device.